Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical test and visual inspection did not identify any anomalies.

Event description:
It was reported that the patient was present during implant procedure. During procedure, it was noted that the atrial lead could not reach a specific location due to operation difficulties. Upon interrogation, it was noted that the lead exhibited high capture thresholds. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2021. The patient was in stable condition.